Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient's cgm was displaying values, however she did not receive a low alert and therefore did not check the values. She has hypoglycemia unawareness and as a result did not experience symptoms. She then collapsed and was close to unconsciousness. Her husband was close by and intervened. He checked her bg value which was 33 mg/dl and her cgm reading which was 65 mg/dl. He delivered a glucagon injection when she was close to unconsciousness from the hypoglycemia. She was then able to eat once she became responsive. At the time of the report 2 days later she had recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.